Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicated additional out of range measurements had been recorded. The local field representative indicated that the lead would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that this device was explanted for a therapy upgrade. The device has been returned for analysis.

Event description:
Boston scientific received information via a latitude red alert that this implantable cardioverter defibrillator (ICD) displayed a high, out of range shock impedance measurement. A request for additional information has been made. There were no adverse patient effects reported. Our records indicate that this device remains in service.